Event description:
A malfunction was reported with the customer's pump, identified as malfunction code 12. There was no reported adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be sent to the customer, who continued using the current pump as a backup therapy. The customer was instructed to place the malfunctioning pump into storage mode and return it within ten days.